Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 22mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 12f amplatzer amulet delivery sheath. During procedure, the activated clotting time (act) levels were 260s and 10000 i.e of heparin was administered. During implantation, transthoracic echocardiogram (tte) showed a floating thrombus was noted on the device. There was no threads were seeing and looks like an irregular ball. The shape of a thrombus like a fiber shape. They recaptured the occluder and change to a new 20mm amplatzer amulet left atrial appendage occluder. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was reported stable.

Manufacturer narrative:
An event of thrombus fiber-like substance on the device surface noted on tee was reported. Information from field indicated that the activated clotting levels during the procedure was 260s and 10000 i.e heparin was administered. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported thrombus could not be conclusively determined. However, thrombus is a possible outcome of the procedure per the amplatzer amulet instructions for use, artmt100105566 rev c. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.codes removed: